Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of holes in tubing could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the previous voice stated primary plum set from same lot with holes in tubing in roughly same location in tubing. Discovered after submitting 1st voice filed and digging through trash to find first tubing packaging. The tubing was freshly removed from packaging and saved for examination. There was delayed time in which patient could receive epidural on 10/13/2024 0530. The holes are located in same area on each line. Potential for infection risk with holes in tubing if used and not noticed. There was patient involvement, no patient harm and there was delay in patient receiving medication.